Event description:
Customer reported no reactivity with vs143 and a patient sample containing anti-fya. Repeat testing was performed by customer with a freshly opened set of reagent red blood cells. Both cell I and cell 2 reacted 2+ with the fresh cells. Customer stated that the volume remaining in the vial producing negative results was very small. The red cells may not have been mixed properly prior to use. No death or serious injury was associated with this incident.